Manufacturer narrative:
Patient price had a left side tha at wollongong public (B)(6) 19 with a spectron/polarcup construct via a posterior approach done by dr (B)(6). Pt has medical history of kidney transplant. Pt left hip wound would not heal and was infected. Pt had a washout and debridement (done by another surgeon) as well as vac dressings, prior to first stage revision on (B)(6) 19 by dr (B)(6). Dr (B)(6) performed first stage revision hip surgery on (B)(6) 19 removing acetabular implants with zimmer explant and using renovation hip to remove femoral component. Surgeon performed an eto and removed cement from femur with renovation instruments. Acetabulum reamed and femur reamed. Wound debrided and irrigated with saline and betadine and femur cabled with circlage wire temporarily. Wound closed, and then pt re-prepped and draped with whole new setup. Pt then reopened and then dallmiles cables applied to femur and zb hip cement spacer inserted with palacos copal cement loaded with antibiotic used to fix hip cement spacer. Wound irrigated and closed in layers.

Event description:
It was reported that patient had a left side tha at (B)(6), (B)(6) 2019 with a spectron/ polarcup construct via a posterior approach. Patient has medical history of kidney transplant. Patient left hip wound would not heal and was infected. Patient had a washout and debridement (done by another surgeon) as well as vac dressings, prior to first stage revision on (B)(6) 2019. Dr. Performed first stage revision hip surgery on (B)(6) 2019 removing acetabular implants with zimmer explant and using renovation hip to remove femoral component. Surgeon performed an eto and removed cement from femur with renovation instruments. Acetabulum reamed and femur reamed. Wound debrided and irrigated with saline and betadine and femur cabled with circlage wire temporarily. Wound closed, and then pt re-prepped and draped with whole new setup. Pt then reopened and then dallmiles cables applied to femur and zb hip cement spacer inserted with palacos copal cement loaded with antibiotic used to fix hip cement spacer. Wound irrigated and closed in layers